Event description:
12/2, pt to the o.r. For pacemaker & lead replacement 12/2, 12/3 3kg & x-ray indicate lead displacement12/4 pt returned to o.r. For lead replacement - functioning fine lead returned to company thru recall protocal no user error noted. Monitored approprialety.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.